Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) suggested to observe the possible new electromagnetic interference (emi) in environment. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).